Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an incomplete flap during lasik flap creation procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received. Surgeon used blade to lift the flap.